Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope plus associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline cracks on the button and mechanical damage of the button pack assembly. In addition, the endoscope had delamination at the cable overmold.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the 30-degree endoscope had physical damage. It was unknown if a fragment fell into the patient and unknown how the procedure was completed. There was no reported injury to the patient.